Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated a high blood glucose 434 mg/dl and it was treated with 4 syringe units. During troubleshooting action, auto mode was turned off then the pump showed auto wizard bolus 4.475 units should¿ve been delivered. Later, when the auto mode was turned on pumped asked to enter blood glucose value, upon entering pump showed bolus of 3.5 units then blood glucose had become 289 mg/dl then customer declined troubleshoot further. No further patient complications were reported. The customer will discontinue use of the device and pump will be returned for further analysis.